Event description:
The customer reported that the unit is not working on ac power. The customer reported that the unit was in use on patient, but there's no patient harm reported. The field service engineer replaced the power supply to address the reported problem. The unit is now back in service.